Event description:
When wet, iv3000 bubbles up under the dressing and comes off. Cannula has dislodged, and blood sugar has increased. When she puts on her pump, pt states that she first treats her site with IV prep wipes, places an iv3000 on her skin, inserts cannula through iv3000, and places a second iv3000 on top of site. Another iv3000 is placed further down on the tubing to secure it in place. When she showers, she notices that there are bubbles under the dressing. Approx 1 week ago, pt said that she showered at night and the next morning she woke with her dressings off and the cannula was completely out. She tested her blood sugar, and it was over 500. The night before at 10 p.m., her sugar level was 150. She adjusted her insulin and felt tired most of that day. The following day she had no ill effects. Pt has had diabetes for 8 yrs and has been a nurse for 15 yrs. Outcome attributed to adverse event: cannula dislodged blood sugar increased.

Manufacturer narrative:
The mfg records were reviewed, and no faults were documented for the relevant batch of materials. The monitoring samples were reviewed and found within specifications for adhesion to steel and adhesive mass weight testing. Subjective assessments of the returned sample were conducted for adhesion, tack and adhesive spread. All tests were satisfactory, and no faults were observed. A review of the current product risk assessment has been performed to document the risk associated with using iv3000 in conjunctin with insulin delivery systems. The labeling on the package was reviewed. Although the instructins for use are considered adequate, the labeling for instructions for use has been revised. For non ce marked product, the instructions for use were included in the product since the beginning of 2006, and the artwork on the carton was revised as of january 3, 2006. For ce marked product, the current instructions were revised 3/31/06. The IFU includes instructions for application, indications and precautions. The precaution included statements to address stacking of dressing and periodic monitoring of catheter site, especially if site becomes wet. No further action will be taken at this time. However we will continue to monitor for this type of complaint.